Event description:
It was reported that during infusion, foreign particles were present inside the lcd, and the downstream sensor was out of specification. There was no patient harm or adverse event reported.

Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
H3 and h6. Codes: updated. Device evaluation: the suspected device was returned for evaluation. The customer reported issue of "foreign particles were present inside the lcd, and the downstream occlusion (dso) sensor was out of specification" was confirmed. For one event, the root cause (foreign particles on the lcd) was an anomaly in the lcd lens gasket. For the other event, the root cause was an anomaly in the dso sensor. The lcd lens gasket and dso sensor were replaced. The device passed all functional and delivery tests after the repair. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.